Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "breast have stated hurting and wrinkling". Patient later reported "one of them were leaking" and required removal. Device has been explanted.

Event description:
Healthcare professional additionally reported "there is a moderate amount complex fluid surrounding the implant capsule." Via an ultrasound report.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ pain: unable to observe as it is a medical event that is not related to the device. ¿ wrinkling: observed crease fold on the device. ¿ rupture: observed, broken on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. ¿ anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. ¿ seroma-late: unable to observe as it is a medical event that is not related to the device. ¿ edema: unable to observe as it is a medical event that is not related to the device. No further actions are required as the device was implanted.